Event description:
Customer reported being on the verge of diabetic ketoacidosis. Customer reported being hospitalized for virus and lost of fluids. Customer's blood glucose reading was 175 mg/dl when he went to the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.